Event description:
The company received a report where it was claimed that the device did not provide an audible tone when a sensor was removed from the device during testing. No patient involvement.

Manufacturer narrative:
The customer has declined returning the device for investigation. The reported customer complaint cannot be confirmed. At this time, no further conclusion can be drawn. Information has been added to the database for trending purposes.